Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. Assessment of the device found the device to have a cracked top case. The reported complaint issues were confirmed as the device did not produce a blockage alarm during testing. The root cause for this issue was determined to be due to a defective motor. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device does not alarm.